Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Results: no samples were returned but a photo was attached, showing the needle and holder separated. Although the photographs provided clearly show the needle broken from the hub, there is no evidence that this was as a result of faulty manufacture. Ten retained samples were each used to draw a vacutainer tube and none of the needles separated during the exercise. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5194480. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle was broken after venipuncture, before tube insertion. No injury or medical intervention reported.